Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12f07040 and h12l18046. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unknown date pd therapy was discontinued and the patient was switched to hemodialysis. The patient was hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was not reported. The patient was recovering from this peritonitis event. This is report 2 of 2 for this peritonitis event.